Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer had blood glucose ranging from 36 mg/dl to 439 mg/dl. It was reported that customer was taken to the emergency room due to low blood glucose. It was reported that reservoir compartment was chipped off, display screen had a rainbow effect, and rewind was very loud. Customer declined transfer to helpline.